Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6 - correction of device code from 2190 to 3283.

Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy at an unknown time. Patient was using his therapy intermittently. Manufacturer representative was unable to communicate with external devices. As a result, patient underwent surgical intervention wherein the ipg was replaced. Postoperatively, effective therapy was restored.